Event description:
Patient reported delivery system not working after he washed it. After each use, ran under the faucet. Then stopped giving a vapor. Lot number and expiration date are unknown. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.